Manufacturer narrative:
(B)(4).

Event description:
It was later reported the hcp did not know of any of their patients who have had burning after an MRI in their office. No further information available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the MRI facility "had patients burned by MRI before."